Event description:
Crews responded on a medical call. Pt experienced heart rate problems; the pt was nauseous with a heart rate that would drop to 20-30 bpm. The device operator attached ECG electrodes to the pt and powered on the device. Reportedly, the pt's ECG waveform was not displayed, the device operator stated all the keys stopped working and all the lights started to flash. A back up device was called for and after a 10 minute delay the pt was attached to the back up device. The reporter stated that as a result of device operation a 12-lead ECG summary report could not be printed. The reporter stated there were no adverse effects to the pt as a result of device operation, just a delay in viewing the pt's ECG rhythm.